Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.